Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to fluid loss at cuff. All components were explanted and replaced. Additional information was received. Device had loss of fluid due to kinked tubing. Fluid loss on balloon.